Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully reload the cartridge and resume insulin therapy, resolving the issue without further problems.